Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that, the patient experienced issue of bent cannula which led to high blood glucose level on (B)(6) 2024. The patinet's issue of high blood glucose level of 32 mg/dl led to the hospitalization of the patient for 5-6 hours. During hospitalization the patient felt tired and was weak and it was hard to walk. No further information available.

Manufacturer narrative:
Patient city: kista. Patient country: sweden. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.